Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was 122 mg/dl at the time of incident. Customer stated that they gained 2 minutes in last week. Customer states the gain was greater than 1 minute per week. Customer states gain was greater than 4 minutes per month. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. Programmed insulin pump with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly.